Event description:
It was reported that this pacemaker exhibited loss of capture (loc) that resulted in bradycardia on the right ventricular (rv) lead. The patient experienced intermittent syncope for the past month and needed to be evaluated in the emergency department. High capture thresholds were also noted. Boston scientific technical services (ts) was consulted and recommended further testing and reprogramming. Additional information was received that this device was explanted due to therapy upgrade. No additional adverse patient effects were reported. It is expected to receive this device for analysis.

Event description:
It was reported that this pacemaker exhibited loss of capture (loc) that resulted in bradycardia on the right ventricular (rv) lead. The patient experienced intermittent syncope for the past month and needed to be evaluated in the emergency department. High capture thresholds were also noted. Boston scientific technical services (ts) was consulted and recommended further testing and reprogramming. No additional adverse patient effects were reported. At this time, this device system remains in service.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The baseline testing completed on the device found no failing conditions. All testing completed on the device passed or was not applicable, therefore no problem was detected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker exhibited loss of capture (loc) that resulted in bradycardia on the right ventricular (rv) lead. The patient experienced intermittent syncope for the past month and needed to be evaluated in the emergency department. High capture thresholds were also noted. Boston scientific technical services (ts) was consulted and recommended further testing and reprogramming. Additional information was received that this device was explanted due to therapy upgrade. No additional adverse patient effects were reported. This device has been received for analysis.